Event description:
Additional information received: on (B)(6) 2024 spoke with the patient via phone. The patient wanted to know what is being done to improve the design as they have had the insert break (fracture) twice. The patient was originally implanted in 2008 on the left. The implant fractured and the patient felt discomfort and was unable to ambulate and had to have a revision in 2018. Depuy product were implanted during that procedure. In 2024 the implant fractured again. The patient felt discomfort and is having difficulty with ambulation. The patient is scheduled to have a revision (B)(6) 2024. The patient had technical questions and was redirected to the jjmedir website to ask those questions. The patient was also provided our contact information in case they had any more questions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was writing to inquire about the design choice behind the continued use of tapered rotational stems on the lps universal insert. Over the last five years, patient has undergone two revision surgeries involving the lps system, and patient was keen to understand the reasoning behind maintaining the tapered design rather than switching to a central cylindrical stem. Additionally, pt. Would like to know if there are any plans to upgrade the tip of the lps universal insert to a central cylindrical stem in the future.